Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 was corrected as there was incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) assisted the customer with troubleshooting. Tac instructed the customer to check the serial digital interface (sdi) cable going from the video system center to the monitor and check the 12g settings under video output. Tac additionally instructed the customer to make several cable changes to the settings and the issue was still not resolved and there no image. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image sent from the video center to the monitor. The issue occurred during a diagnostic procedure. There were no reports of patient harm.